Manufacturer narrative:
Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not applicable since the product was not returned. If product returns, analysis will be completed and a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.